Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 2.75 x 48mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Proximal stent row 4 and 18 were damaged with stent struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the left side. The 75% stenosed, 2.75mm x 25mm, concentric, de novo target lesion with a bend of less than equal to 45 degrees was located in the moderately tortuous and mildly calcified left circumflex artery. After pre-dilatation was performed with a 2.0 x 15mm non-bsc balloon catheter, a 2.75 x 48 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a 2.75 x 24 and 2.75 x 28 synergy drug-eluting stents. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.